Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead fell out of the atrium after pocket closure post implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.